Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged the patient had a blood glucose of 36 mg/dl with no symptoms. The patient was given emergency treatment at the local hospital : IV fluids, insulin via pump and food and drink. During troubleshooting, customer support found that the pump was delivering basal rate as it is programmed; the basal histories did not match. This complaint is being reported as the patient experienced hypoglycemia and the discrepancy in basal history is not resolved.

Manufacturer narrative:
Follow-up #1: date of submission 9/21/15 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: unable to duplicate the complain the black box shows a manual date change from (B)(6) 2015 12:44 to (B)(6) 2015 12:44. Pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. No alarms occurred during testing. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. T. Battery compartment is cracked above and below the bumper pad. Returned battery cap/returned cartridge cap used to complete testing.